Event description:
It was reported that the hospital has been having problems with handpieces. The surgeons are experienceing persistent solid tone lockout. Case completions unknown. No patient consequence.